Manufacturer narrative:
B3: date of event: the date of event is unknown but in february, and 01 feb 2025 has been used as a placeholder. Investigation summary: one video and one photo were shared by customer, where a leak coming from the female luer is shown, no additional damage or anomalies were observed. Forty (40) new. List#: ms930, 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿ were returned for evaluation. No physical damage or anomalies were observed. No mating device was returned. Based on the binomial stages sampling to represent the lot population 35 samples were visually inspected looking for crack on femal luer, only in 3 samples with an anomaly was noted. The 3 samples with the worst condition were tested as procedure and no leak were noted. Complaint of leaks can be confirmed based on the video and photos shared by customer. The probable cause is due to a material issue on a vendor supplied part. The lot history and the lot history of the sister samples were reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding the 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer that experienced leakage. The reporter stated that a few of the product was leaking with IV fluids. It was further stated that unknown IV fluid was involved. The event date was on feb-2025. There was patient involvement and no adverse event. Update: the one leaky example they kept (there were 4-5 occurrences) was discarded.